Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed visual inspection and found reservoir not returned. Analysis was unable to perform prime test due to reservoir was partial returned. Only transfer guard and plunger was returned. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 209 mg/dl at the time of incident. The customer stated that they were unable to push insulin through the reservoir during plunger push. The customer was advised to assemble a new set. The customer performed plunger push. The customer ran manual prime and the insulin pump alarmed no delivery. The reservoir will be returned for analysis.